Event description:
It was noted that the tape was restricting his activity and came off with the least movement. The patient stated on saturday night when he took his t-shirt off the tape came off and pull the left side wire and he believed that left side stopped working so his wife taped the wire back up and switched him to the right side. The patient stated when he had the trial removed he was told that the right side was already pulled away. The patient made a complaint about the tape and the leads being pulled away. The patient test was really only was placed on (B)(6) 2015, trial ended on (B)(6) 2015. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).